Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up # 2 date of submission 10/07/2016 ¿ correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: there was a battery compartment crack to the left of the bumper pad from the threads traveling down to the case seal. The pump was exercised for 24 hours with no power issues observed. There were multiple pump reboot events observed in the pump's black box. Corrosion was found in the battery compartment. The pump failed a leak test due to the battery compartment crack.